Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: please verify the lot/batch number. The one provided is not valid for this product code. M4hr30. What type of procedure was the device being used in? Low anterior resection. How was the procedure completed? The procedure was completed by the use of a new cdh29a. The tissue was not damaged with the first stapler.

Event description:
It was reported that prior to an unknown procedure, the product didn't shoot when you pull the trigger. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.